Event description:
It was reported that during the implanting of the right ventricular (rv) lead the lead had perforated the right ventricle. Tamponade was found on echo during the case. The fluid was drained off and the patient¿s vital signs stabilized. The lead was then repositioned successfully. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.